Event description:
Customer reported a black screen on the left monitor for the first shot after boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the psi power cable and adjusted the 5v power supply. System operates as intended. (B) (4).